Event description:
Re: crystalens packaging. I had the unfortunate incidence with crystalens model at-45 se. As you may be aware the lens is designed to have at each end of the lens 2 little haptics, one round and one oval. The correct orientation would place the round haptic to the right of the oval haptic in a clockwise fashion. The picture on the front of the box is correct, but the picture on the back of the box is a mirror image. When inserting this lens in a pt's eye, the lens was placed properly, but when reconfirmed with the lens box, I was misled by the back side of the box photo and I everted the lens. This lead to a return to the operating room and re-everting the lens into the proper orientation. The incorrectly oriented photo in the back of the cyrstalens se, is a danger to the pts and must be corrected to the proper orientation. This incidence was also reported to the co. I would very much appreciate getting feedback on what corrective measures, if any are going to occur from this point on.